Event description:
The customer reported that the device self-activated when the handle was ratcheted during the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.